Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v990442, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
About a month prior to the date of this report, it was stated that the patient had developed lower back pain. The patient switched settings and wanted to know if that was common. Information received as of the date of the report indicated the cause of the event was a fall. The issue was due to a lead break. Surgical intervention had not occurred. Interventions included reprogramming. Additional information has been requested, a follow up report will be sent if additional information is received.